Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was called by the customer success team. During the call, the customer mentioned that she was in the hospital due to diabetic ketoacidosis. The customer was in a rush, and did not provide further information. The customer only stated that her blood glucose levels were just now starting to stabilize. Nothing further was reported.